Event description:
The customer reported they woke to inspect the line and yet again they saw more air pockets in the line. This occurred with two sets that night. The details of the feed are 200mls fortini compact multifibre, 6x big blue scoops kindergen, 3x scoops protifar (use scoop in tin) and ketovite 1 tablet. They add boiled water that has cooled for ten minutes to achieve a final volume of 1000mls. They divide into day feeds: 170ml x 3 bottles and night feed: 510ml x 1 bottle (remaining feed) and put it the back of the fridge straight away. They add sodium chloride to feed as per prescription.

Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five physical samples and photos were received for the investigation. One sample was opened, used, and contained food and the other four samples were unopened. The reported condition was confirmed in the used sample and photos. The four unopened and unused samples were visually inspected with no issues found. Those four samples were than flow rate tested for one hour, and during this time on the unit there was no air in line noticed. These samples passed testing. A corrective and preventative action has been opened to further investigate and address the reported condition. All information received will be used for further tracking and trending purposes.